Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 41 mg/dl at the time of the incident. The customer was at 165 mg/dl at the time of the call. The customer used carbohydrates to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The customer reported pump screen damage upon receiving the pump package. The pump was worn around a magnetic field. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. Insulin pump received with minor scratched lcd window. No missing segments or partial display noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).